Event description:
The user facility reported a 75-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella rp device for mechanical circulatory support. The impella .027 wire could not be placed due to the patient's cardiac anatomy and severely acute angle kinking catheters in right ventricle. After almost 2 hours of attempting to place, the decision was made to abort procedure for patient safety. The physician reported no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. Based on clinical description, the root cause of the delivery issue was most likely patient condition related as multiple catheters and wires were used to attempt the delivery of the .027 wire into the pa without success. The clinical specifies anatomical issues led them to abort the delivery.